Event description:
Reporter alleged the customer could not test because of an error on the compact plus system. Reporter called the manufacturer after finding the customer disoriented and then being unable to test her because of the error. Reporter stated that she then obtained a result of 50 mg/dl on the compact system and she treated the customer with a banana and grapes. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.